Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that noise was suspected on both the leads. When the patient presented for device changeout, no noise was reproducible after the device was changed and leads were functioning fine. The issue was noted due to device. The device was explanted and replaced. The patient did not experience any adverse consequences.

Manufacturer narrative:
Correction: h6 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction : investigation conclusion code for analysis should have been "67 - no problem detected" instead of "4315 - cause not established".

Manufacturer narrative:
The pacer was received from the field with battery voltage at elective replacement level. Electrical analysis performed, including sensitivity test under field settings did not find any noise issue and visual inspection of the header and connectors detected no contamination or foreign material that could contribute to the reported noise complaint. Total projected longevity based on average drained current is 7.67 years; the device was implanted for 9.32 which exceeded projected longevity and it is considered normal battery depletion.